Manufacturer narrative:
Product analysis: the device returned with a detachment evident to the proximal/midsection of the balloon. Kinks were evident to the catheter body immediately distal to the luer. The sheath was still present on the balloon, the balloon folds were expanded. The balloon material was jagged and uneven at the detachment site. The inner lumen inside the catheter was also detached and absent from its original position. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reports that during use of an impact admiral balloon the tip of the device detached and remained intra-arterial when the balloon was removed. This resulted in lengthening of the procedure and the need to keep the patient in hospitalization while they was on an outpatient basis. The device was removed from the patient. The physician changed the introducer to an 8f introducer and attempted to retrieve the material stuck in the anastomosis using a lasso. Unable to remove the lasso through the 8f introducer resulted in need for a short-term conversion of the venous aneurysm around the puncture or introducer, extraction of the intravascular material and closure of the vein by two premio 5/0 points.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A physician was using an in.pact admiral for treatment of a patient for a superficialized humerobasil fistula with axillary vein artery stenosis post-anastomotic basilica for indication of angioplasty of the arterial and venous segments. Local anesthesia was used. It was reported when the physician tried to remove the catheter carrying the balloon, he noticed that the balloon had broken and that the tip of the catheter had remained in intravascularly. The physician changed the introducer to an 8f introducer and attempted to retrieve the material stuck in the anastomosis using a lasso. Unable to remove the lasso through the 8f introducer resulted in need for a short-term conversion of the venous aneurysm around the puncture or introducer, extraction of the intravascular material and closure of the vein by two premio 5/0 points. The material was removed and the vein was closed without any other issues, but the stenosis of the axillary artery could not be treated. Instead of being this being an outpatient procedure, the patient was hospitalized in vascular surgery for observation following the change of the surgery initially planned. The patient lost a lot of blood during the surgery but no deglobulation was observed on d+1. The patient was discharged home the day after surgery. The patient was seen again on (B)(6) 2024 and the surgeon did not detect a distalized fistula pulse (but he had not treated the axillary artery because of the complication that occurred during the surgery). The healing of post-operative wounds is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.